Event description:
During preventative maintenance of the device, the user reported that a motor noise occurred at low revolutions per minute. Since the event occurred during preventative maintenance, there was no patient involvement during this event.